Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they're trying to upload the customer¿s pump and meter but that it was not working. The caller stated the customer is in the hospital and had just recently been placed on the pump and had not done anything with his pump to get started. The customer¿s blood glucose is unknown. The caller was advised that a report of the hospitalization would be needed or a call from the patient when the he could. The caller stated that the pump did not malfunction but that it was a user error and that the customer was admitted to the hospital on (B)(6) 2017 because of high blood glucose. They said to notate that the hospitalization was due to user error. No further information was given. The insulin pump will not be returning for analysis.